Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, active visual flare-up from video monitoring during hysteroscopy with rupture of the loop in question. The remaining fragments required a second minor procedure under sedation and admission to the outpatient ward. Since the additional procedure required, this case is reportable.